Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 10/26/2020. One decontaminated sample was received for the evaluation. Upon visual and functional inspection of the returned sample, the catheter presented difficulty removing the water with the syringe from the catheter balloon. Therefore, the reported condition is confirmed. The affected component is produced by an external supplier; our assembly process only consists in a pick and place operation for this material. An investigation was requested from the supplier and the results will be documented through the supplier notification process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when checking the balloon before use by injecting water, it didn¿t drain. The issue was discovered during preparation.